Manufacturer narrative:
Method - (process evaluation): medical review. Results - (evaluation result): per medical review - reportedly, the lens couldn`t fit properly following insertion so intraoperative lens removal/exchange was performed. Incision was not enlarged and no other tissue damage was reported. A different model lens was successfully implanted. No reported postoperative sequelae. No reported problem neither with the lens nor with injector during insertion. According to the report, by a nurse, dated on (B)(6) 2015 the cause of the event was patient factor (scarring after previous injury with foreign body). (B)(4).

Manufacturer narrative:
Method: device history record review, work order search. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A work order search found no similar complaints. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Patient code: (B)(4)- no known consequences or impact to the patient, labeled. Device code: (B)(4)- no known device problem, labeled. Evaluation codes: results (other). Visual inspection of the returned product showed half of a haptic and a piece of the optic was torn off and missing. There was clear surgical residue on the device. (B)(4).

Event description:
The customer reported the surgeon inserted a aa4204tl silicone single piece lens and the lens would not fit correctly in the eye. The lens was removed and a three piece lens was implanted. The surgeon determined that the pre-existing patient scarring was a big factor.